Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with total protein urine/csf gen.3 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The initial value did not agree with the patient's clinical diagnosis, so it was repeated. The sample initially resulted in a total protein value of 0 mg/l and it repeated as 77 mg/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.